Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for ureal urea/bun (bun) on a cobas 6000 c (501) module - c501 between (B)(6) 2018. The customer provided data for one patient sample that had an erroneous bun result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 1.6 mg/l. The sample was repeated on another c501 analyzer, resulting as 61.4 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The bun reagent lot number was 29111301, with an expiration date of 31-aug-2018. The field service engineer found that there was wash tubing leaking on the incubation wheel. He replaced the tubing. Operational and mechanical checks passed.